Event description:
It was reported that the camera head had image flickers like a ping pong ball and play in the connection between the optics and the camera. The issue was found during a unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.